Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 7080345. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 33825821.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.